Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice during dwell 3 of 3. The home patient (hp) had already cleared the alarm using the patient at home guide. The baxter technical service representative reviewed the alarm with the hp. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The cause of the system error 2240 alarm was undetermined. The home patient received a transplant and is no longer on peritoneal dialysis therapy. No patient injury or medical intervention was reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The root cause is unknown at this time. Should additional information become available, a follow-up report will be submitted.